Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was not able to be verified. Inspected the pump and tested all the keypad, it was working properly. However, event log history was performed and showed key stuck was recorded in history, around the time of the complaint. Service recommended the keypad to be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a "key stuck" alarm. There was no reported injury to the patient.